Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# v205393, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an expired device implanted. It was noted that the device was implanted on (B)(6) 2014 but had reached its use by date (ubd) on (B)(6) 2014.